Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the xenon light source all front panel lights are blinking without a scope plugged in. Troubleshooting efforts were made and the customer was instructed to wiggle the scope detector switch which was stuck in a retracted position with a finger to see if it can be freed up. It was advised to inspect clv-190-evis exera iii xenon light source for any damage or debris causing the switch to stick. The customer used an alcohol swab to rub around the scope detector switch which worked in freeing the switch from being stuck. The customer was advised that it is not recommend doing that method as it could cause internal damage to the unit. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source had all front panel lights blinking without a scope being plugged in. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it could not be determined if the device satisfied its performance specifications. Olympus will continue to monitor field performance for this device.